Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. An evaluation is in process.

Event description:
The customer observed (B)(6) results and (B)(6) controls out of range low while using architect (B)(6). The following data was provided for one patient. Sid (B)(6) initial 0.21 s/co ((B)(6)) repeat using a different kit of the same reagent lot and another analyzer was (B)(6) (1.12 s/co, 1.17 s/co). Multiple repeats of the same specimen were (B)(6) (range 1.1 to 6.62 s/co) and (B)(6) (range 0.013 to 0.2 s/co). No impact to patient or donor management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, and accuracy testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. External commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045) were tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. The complaint lot detected the same bleeds as reactive as historical architect anti-hcv results provided by zeptometrix. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. Suspect medical device 4. Catalog number was changed to 06c37-32 from 06c37-26/-32. The lot number was not changed.